Event description:
This pt placed a valve on her tracheostomy herself and then attempted to remove it a few minutes later. She was unable to remove the valve and started to get upset-"panicky". Her nurse then intervened and tried to remove the valve from the pt's tracheostomy without success. During this time the pt increasingly became more and more agitated to the point where she had turned a dark gray color. Her nurse assessed the severity of the situation and decided to perform an emergency tracheostomy change without any further complication.